Event description:
Additional information received from a manufacturer representative (rep) indicated that to the rep's knowledge, the cause of the volume discrepancy/empty pump was not determined. The rep indicated that no new information had been received since the last follow-up they sent. When asked to clarify if "the pump had to be turned off while they were in the hospital because it continued to overdose them", the rep stated that the pump infusion was changed to minimum rate and to the rep's knowledge, the infusion issue had not been determined. The rep was not aware of any additional information and stated that perhaps the person who took the call detailed would have more information. The rep was not aware that there was a current issue or if there were any plans to address the issue. The rep further stated that they were not aware of the patient's hcp at the time.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information received from a patient receiving intrathecal dilaudid (unknown concentration and dose) vi an implantable pump for non-m malignant pain. It was reported that the reason for call was patient was seeing a new managing doctor and was wanting to know who their local representative was. The agent redirected to their doctor. The patient stated they recently had an issue with her pump. The patient stated they had their pump refilled on april 30th and after the appointment, they weren't feeling well and they were found in a chair sleeping and was unable to wake up. The patient stated they were rushed to the hospital and given narcan but with the pump still on they were overdosed again as soon as the narcan wore off. The patient stated they almost died and mentioned the pump had to be turned off while they were in the hospital because it continued to overdose them. The patient stated the pump was turned back on yesterday but at a very low dose. The patient also mentioned they were in a lot more pain than normal after their previous refill. The patient mentioned they were supposed to be 6.5 milliliters from the pump but didn't get any out.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient via a manufacturer representative regarding a patient receiving who was receiving dilaudid (15mg/ml at 3mg/day) via an implantable pump. The indications for use were unknown. It was reported that the issue was overdose symptoms. The patient reported via telephone to the manufacturer representative (rep) that they were feeling funny after receiving a home refill. The rep told the patient and their husband to go to the emergency room. The pump was interrogated for dose and logs early this morning at the hospital. The rep assisted the patient's healthcare team to change infusion from dilaudid at 3mg/day to minimum rate. The bedside rn depressed the pump update to make the change. The rep verified with the healthcare team that the dose was changed from 3mg to minimum rate after being updated. It was unknown if the issue was resolved at the time of the report. It was noted that the hcp had no further information. The patient's weight, medical history, and status at the time of the report were asked but unk nown.